Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 367 mg/dl. Current blood glucose level was 245 mg/dl. Customer experienced symptom of high blood glucose level such as nausea, vomiting, abdominal pain, difficulty breathing. It was reported that the insulin pump was in auto mode at the time of the incident. Insulin pump passed self-test. The insulin pump will not be returned for analysis.